Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt, the electrodes would not adhere to the pt's skin. Complainant indicated that the clinician obtained another device to continue treating the pt. Please ref medwatch report 1220908-2014-03114 for a similar event reported on the same pt from the same customer. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.